Event description:
A 14 french, 5cc kendall 100% silicone coude catheter was placed in the pt. The balloon was inflated with 5ml. Cloudy yellow urine approximately 200ml was obtained immediately. The catheter was secured to the leg with an adhesive anchoring device. Three hours later, the practitioner went to turn the pt and found the catheter sitting on the bed. Upon inspection, it was noted that the balloon was ruptured. The pt was informed of the situation. A new catheter was inserted with slightly bloody urine returned. The pt denies pain.